Manufacturer narrative:
This product is not marketed in the us. Lens was returned in a micro-centrifuge vial, in liquid. Visual inspection found no visible damage to lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm ticm513.2, -13.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Corrected data: original MDR reported "13.2mm ticm513.2" which should be corrected to "13.2mm vicm5_13.2". (B)(4).